Event description:
During service by a service technician, a flo-gard infusion pump was found to have a damaged pole clamp rubber. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of damage to the pole clamp rubber is unknown. To correct the condition, the pole clamp rubber was replaced. The device was serviced and restored to a good working condition. If additional relevant information is received, a follow up MDR will be sent.